Event description:
It was reported per field service report: symptom - pump changed triggers and continued to pump for a short time followed by no pumping. Findings/action taken: could not duplicate customer's complaint, was able to pump at various trigger modes. Checked all internal connections with no faults found. While performing pt safety test, unit failed power cord ground resistance test less than 90 ml. Found loose connections and bent prong on 6 amp filter. Replaced filter after prong snapped off while trying to adjust. Unit passed functional checkout. The pump is back in service. Software level 2.24. Additional info received on (B)(6) 2012 from the biomed stated that he is not aware of any harm to the pt.

Manufacturer narrative:
(B)(4).